Manufacturer narrative:
The received device had the cannula assembly deployed. Inspection of the fluid path found the exposed portion of the soft cannula to be bent. Although this damage was observed, it cannot be determined when or how this damage occurred. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: cat45e/cat45f. 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient's blood glucose level rose to 19.8 mmol/l (356.4 mg/dl). The patient observed the cannula was bent but stated it may have been caused by the pod being put into a traveling bag. The patient treated the hyperglycemia with corrections and by changing the pod. The pod was worn between 4 and 24 hours on the abdomen.